Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a protruded/loose drive support disk. However, the device passed the displacement test. Further testing could not be performed due to the loose drive support disk. The unit had cracked on the reservoir tube window, reservoir tube, and corner on the screen, and missing end cap sticker.

Event description:
The customer reported being in the emergency room due to high blood glucose of 600mg/dl. The customer experienced vomiting, headached, tired, and ketones. The customer mentioned that the insulin pump alarmed and the drive support cap was sticking out. No further information was provided.